Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-02637. The pt rec'd two leads (from the same lot) implanted in the sacral region as part of her scs system. It was reported, the pt felt ineffective stimulation even though her stimulation coverage her areas of pain. The pt stated she was very hesitant to undergo another surgery because her implant procedure was difficult. It was reported the pt and physician are trying to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.